Manufacturer narrative:
(B)(4). Customer returned pump for an alleged moisture damage on the pump found on event date (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electrical board a 1 /electrical board a 2 / force sensor / motor and harness assembly vibrator. ¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Confirmed moisture damage electrical board a 1 /electrical board a 2 and harness assembly.

Event description:
Information received by medtronic indicated that the insulin pump had exposed of moisture. Customer was swimming. Customer reported screen was filled with water. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.